Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) due to af (atrial fibrillation) with rvr (rapid ventricular response). The ICD remains in use. No further patient complications have been reported as a result of this event.